Event description:
Boston scientific received info that this right ventricular lead was exhibiting intermittent loss of capture. The lead was found to have dislodged and the helix was only partially extended. The lead was successfully explanted and replaced. No adverse pt effects were reported. There were no dates provided for implant, explant or event.